Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer in fasting with blood glucose test result on the meter's memory of 209 mg/dl. The customer's expected fasting blood glucose test result range is 80mg/dl-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/ metformin and glipizide to manage diabetes. Customer states performed a back to back blood test non-fasting and produced test results of 151 mg/dl using trueresult meter and 197 mg/dl using another meter. The product is stored in the bathroom. Customer was informed about proper storage specifications. The test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is (B)(6) 2016 . The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.